Event description:
The pt experienced tingling and a cold sensation all over his body following welding for about five minutes. The pt did not hear any audible pump alarms. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).